Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), ectopic pregnancy with contraceptive device ("pregnancy with complications/ectopic pregnancy") and genital haemorrhage ("abnormal bleeding (general)") in a 40-year-old female patient (gravida 1) who had essure (batch no. 975384) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude (close) fallopian tube". The patient's past medical history included dysmenorrhea and miscarriage. Concomitant products included contraceptives for topical use since 2009 to december 2012 for female sterilization. On (B)(6) the patient had essure inserted. In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In january 2013, the patient experienced uterine pain ("pain: uterus"), flank pain ("pain: flank"), back pain ("pain: back") and abdominal pain ("pain: abdominal"). In (B)(6) 2013, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain/chronic pain, excruciating pain with ectopic pregnancy") and dysmenorrhoea ("dysmenorrhea (cramping)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she had hysterectomy partial/bilateral salpingectomy ((B)(6) 2013) to remove essurec) and surgery (she had hysterectomy partial/bilateral salpingectomy ((B)(6) 2013) to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation outcome was unknown and the ectopic pregnancy with contraceptive device, genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, uterine pain, flank pain, back pain and abdominal pain had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, ectopic pregnancy with contraceptive device, flank pain, genital haemorrhage, menorrhagia, pelvic pain, uterine pain, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 17-dec-2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 20-jun-2018: reporter information was added. Plaintiff demographics were updated and historical condition was added. Lab data was added. Essure insertion date, removal date and indication was updated and lot number added. New events abnormal bleeding (general), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea, pain: flank and pain: uterus and pain: abdomen were added. She had recovered from cramping, pain (abdomen/uterus/back/flank pain), ectopic pregnancy and bleeding (vaginal/menorrhagia/general). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), ectopic pregnancy with contraceptive device ("pregnancy with complications/ectopic pregnancy") and genital haemorrhage ("abnormal bleeding (general)") in a 40-year-old female patient (gravida 1) who had essure (batch no. 975384) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude (close) fallopian tube". The patient's past medical history included dysmenorrhea and miscarriage. Concomitant products included contraceptives for topical use since 2009 to (B)(6) 2012 for female sterilization. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced uterine pain ("pain: uterus"), flank pain ("pain: flank"), back pain ("pain: back") and abdominal pain ("pain: abdominal"). In (B)(6) 2013, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain/chronic pain, excruciating pain with ectopic pregnancy") and dysmenorrhoea ("dysmenorrhea (cramping)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she had hysterectomy partial/bilateral salpingectomy (B)(6) 2013) to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation outcome was unknown and the ectopic pregnancy with contraceptive device, genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, uterine pain, flank pain, back pain and abdominal pain had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, ectopic pregnancy with contraceptive device, flank pain, genital haemorrhage, menorrhagia, pelvic pain, uterine pain, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), ectopic pregnancy with contraceptive device ("pregnancy with complications/ectopic pregnancy") and genital haemorrhage ("abnormal bleeding (general)") in a 40-year-old female patient (gravida 1) who had essure (batch no. 975384) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude (close) fallopian tube". The patient's past medical history included dysmenorrhea, miscarriage, multigravida and parity 3 ((B)(6) 2005, (B)(6) 2009, (B)(6) 2012). Concomitant products included contraceptives for topical use since 2009 to (B)(6) 2012 for female sterilization. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced uterine pain ("pain: uterus"), flank pain ("pain: flank"), back pain ("pain: back") and abdominal pain ("pain: abdominal"). In (B)(6) 2013, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain/chronic pain, excruciating pain with ectopic pregnancy"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (she had hysterectomy partial/bilateral salpingectomy ((B)(6) 2013) to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation outcome was unknown and the ectopic pregnancy with contraceptive device, genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, uterine pain, flank pain, back pain, abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, ectopic pregnancy with contraceptive device, flank pain, genital haemorrhage, menorrhagia, pelvic pain, uterine pain, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-oct-2018: pfs received:event cramping added and outcome of event cramping added as recovered. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient (gravida 1) who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criterion medically significant) and pelvic pain ("pain"). Last menstrual period was not provided. The patient was treated with surgery (in (B)(6) 2013, she had surgery to remove essure). Essure was removed in (B)(6) 2013. At the time of the report, the perforation, ectopic pregnancy with contraceptive device and pelvic pain outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device, pelvic pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.